Event description:
It was reported that the patient underwent a sling procedure in 2007 for the treatment of urinary incontinence. During the procedure, the sling was placed into the patient. The patient subsequently experienced erosion, formation of scar tissue, dyspareunia, additional surgeries, and neurologic compromise to her structures and tissues. No additional information was provided at this time.

Manufacturer narrative:
Neurologic compromise, dyspareunia. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.